Manufacturer narrative:
Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process a sample evaluation could not be performed as the samples were not returned; therefore, the investigation is inconclusive. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602830 implantable port allegedly could not be used to introduce into the vessel during implant as the tip was found kneaded. There was no reported patient injury. This information was received from one source. Patient age, weight, and gender were not provided.